Manufacturer narrative:
Date of death - estimated. Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date - estimated. The device was not returned for analysis. The lot history record (lhr) and similar complaint review were not performed because the part and lot numbers were not provided. The reported patient effect of death as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported death cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Literature title : in-hospital outcomes of percutaneous mitral valve repair in patients with chronic obstructive pulmonary disease: insights from the national inpatient sample database. (B)(4).

Event description:
This is filed to report patient deaths. It was reported through a research article identifying the mitraclip device that may be related to the following: patient deaths, myocardial infarction, tamponade, cardiogenic shock, respiratory failure, renal failure, septic shock, stroke, heart failure, coagulopathy, hypertension, medication, intubation, blood transfusion and prolonged hospitalization. Details are listed in the attached article, titled ¿in-hospital outcomes of percutaneous mitral valve repair in patients with chronic obstructive pulmonary disease: insights from the national inpatient sample database.¿

Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Article attached: ¿in-hospital outcomes of percutaneous mitral valve repair in patients with chronic obstructive pulmonary disease: insights from the national inpatient sample database.¿